Event description:
The patient reported impaired healing and pain at the receiver site. On (B)(6) 2024 the patient was instructed to go to the hospital where antibiotics were prescribed and an explant procedure was performed.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, improperly closing the surgical site, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics preoperatively have been ruled out as potential causes. However, it was reported the patient's wife was taking care of the wound which made it worse and caused impaired healing. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of impaired healing and pain is due to patient non-compliance as the patient's wife was taking care of the wound which caused impaired healig (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.